Manufacturer narrative:
The root cause category is non assignable (complaint not confirmed). The return sample is not available from consumer for evaluation the complaint cannot be confirmed. Our manufacturing operations employ quality control procedures which include in process testing, and visual inspection, to ensure the quality of the product being packaged. No quality issues were identified upon this review of batch records, release testing data or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. Batch t26686 is the only batch within the scope of this investigation. Thermacare batches are produced as individual lots. This batch has been reviewed from a manufacturing perspective. There are no known site investigations associated with this batch at the time of release. An evaluation of the complaint history confirms that this is the third complaint for the sub class cells damaged/leaking received at the albany site requiring an evaluation for this batch. One of the previous complaints ((B)(4)) was confirmed to have a manufacturing related root cause of the complaint of cells damaged/leaking - equipment category, other. On the basis of this evaluation, a trend does not exist for this batch. Review of the batch device history record for this batch concludes all release requirements were met. The review of the manufacturing attributes and variables quality checks associated with this batch indicates that all required in process inspections were performed and all inspection criteria were met. There were no wrap attribute or variable defects recorded for the batch. Our manufacturing operations employ quality control procedures which include in process testing, and visual inspection, to ensure the quality of the product being packaged. No quality issues were identified upon this review of batch records, release testing data or, inspection of retained samples.

Event description:
When she removes it, it leaves black grit on her back and her sheets. [Device leakage]. Case narrative: the initial case was missing the following minimum criteria: no adverse event, product complaint only. Upon receipt of follow-up information on 17oct2018, this case now contains all required information to be considered valid. This is a spontaneous report from a contactable consumer or other non hcp. A female patient of an unspecified age started to use thermacare heatwrap (thermacare muscle & joint) (device lot number t26686, expiration date jul2020) from an unspecified date for an unspecified indication. The patient's medical history and concomitant medications were not reported. On an unspecified date, the patient reported she recently noticed that when she goes to peel it off that the wrap falls apart and she has black grit on her and all over the place. Last night, before she went to bed, she found black grit in her bed. She brushed it off her bed. The patient then went to the bathroom and removed the wrap and there was black grit in the sink. She did not sleep well last night because of the black grit in her bed. When the patient swept her bedroom this morning with a broom and dustpan, she swept up a pile of black grit. The patient also noticed a significant amount of it in the bathroom sink. She reported the wraps are not being sealed properly which is causing them to break apart when removing them. The reporter does not wish to return the product. Action taken with the suspect product was unknown. Clinical outcome of the event was unknown. Additional information received from product quality complaint (pqc) group included investigation results. The root cause category is non assignable (complaint not confirmed). The return sample is not available from consumer for evaluation the complaint cannot be confirmed. Our manufacturing operations employ quality control procedures which include in process testing, and visual inspection, to ensure the quality of the product being packaged. No quality issues were identified upon this review of batch records, release testing data or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. Batch t26686 is the only batch within the scope of this investigation. Thermacare batches are produced as individual lots. This batch has been reviewed from a manufacturing perspective. There are no known site investigations associated with this batch at the time of release. An evaluation of the complaint history confirms that this is the third complaint for the sub class cells damaged/leaking received at the albany site requiring an evaluation for this batch. One of the previous complaints ((B)(4)) was confirmed to have a manufacturing related root cause of the complaint of cells damaged/leaking - equipment category, other. On the basis of this evaluation, a trend does not exist for this batch. Review of the batch device history record for this batch concludes all release requirements were met. The review of the manufacturing attributes and variables quality checks associated with this batch indicates that all required in process inspections were performed and all inspection criteria were met. There were no wrap attribute or variable defects recorded for the batch. Our manufacturing operations employ quality control procedures which include in process testing, and visual inspection, to ensure the quality of the product being packaged. No quality issues were identified upon this review of batch records, release testing data or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. Investigation (B)(4) t26691, t26693, t26686 & s68516 menstrual & muscle joint us cells damaged/leaking was conducted for the same sub-class. This batch t26686 was reviewed at aqrt and the outcome determination was to recall the four batches (t26691, t26693, and t26686 & s68516) per investigation (B)(4). Follow-up (17oct2018): new information received from product quality complaints (pqc) group included: product quality investigation results. This follow-up report is being submitted as a reportable device malfunction MDR. No follow-up attempts are needed. No further information is expected. Company clinical evaluation comment: the above referenced lot number t26686 was recalled on 02oct2018. Subsequent to the conclusion of a manufacturing investigation, pfizer initiated a voluntary recall of 6 lots [s68516, t26686, t26691, t26693, 8054ha, 8054hb] due to a potential for device leakage of the ingredients contained in the heat wrap that could result in serious skin-related events, including burn. These 6 lots were distributed in the united states with expiry dates of either july or august 2020.